Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt presented to urgent care in 2006 due to hyperglycemia. The reporter states that at urgent care, her blood glucose was 571. The reporter alleges that the device keep shutting itself off. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.